Event description:
Reportedly, during the follow-up performed on (B)(6) 2012, the device could not be interrogated with smartview 2.34 programmer version. An interrogation of the subject device with another programmer was successful. An explanation is required.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.